Event description:
Boston scientific received information that this right ventricular (rv), defibrillation lead may have contributed to high and low, out-of-range pacing impedance values. A lead failure was suspected so, the patient was hospitalized. Meanwhile, the parameters and egm were reviewed by our technical services department; noise and oversensing were observed (in addition to high and low impedance values) and was suspected to be caused by a partial and/or internal rv lead fracture and potential insulation defect so, a lead revision was recommended. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.

Manufacturer narrative:
The lead was capped/abandoned and replaced, therefore, the lead will not be returned for analysis at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.